Manufacturer narrative:
Disregard previous medwatch.

Event description:
It was reported that the patient felt that the lead and screener box were defective because she would increase stimulation to the highest setting but she would not feel anything after a period of time. The manufacture representative clarified that the lead and screener box were functional, but the patient was very active post-trial implant and the lead ¿must have moved.¿ the trial ended and the device were removed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).